Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the pads cannot shock during cardiac arrest. Pads were attached to the patient and, at the two-minute rhythm check, there was no signal on the monitor. The user resumed CPR, obtained another cable and monitor and, at the next two-minute check, had regained a pulse and a rhythm. The user was unable to tell if the rhythm was shockable. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty capacitor and therapy port. No ECG monitoring strips or case event files were provided to philips for review. The bench technician replaced the capacitor and therapy port. The device passed all performance assurance tests and was returned to the customer. The reported symptom was confirmed. Multiple parts were replaced by the bench technician; we are unable to determine the cause of the reported symptom as more than one part was replaced.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips the pads cannot shock during cardiac arrest. Pads were attached to the patient and, at the two-minute rhythm check, there was no signal on the monitor. The user resumed CPR, obtained another cable and monitor and, at the next two-minute check, had regained a pulse and a rhythm. The user was unable to tell if the rhythm was shockable. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.